Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went for a regular fitting in (B)(6) 2018. The family did not notice any change in hearing perception as the user is bilaterally implanted; the contralateral device is working properly. No trauma has been reported, no injury to the implant area was observed.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Information on further possible steps have not been made available.

Event description:
The user went for a regular fitting in (B)(6)2018. The family did not notice any change in hearing perception as the user is bilaterally implanted; the contralateral device is working properly. No trauma has been reported, no injury to the implant area was observed. The user will be further monitored by the clinic.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition a complete insertion was not achieved at implantation surgery. According to the implant registration card one channel was left outside of cochlea. The problems described in the recipient's report seem to match the damage found. This is a final report.

Event description:
The recipient went for a regular fitting in (B)(6) 2018. The family did not notice any change in hearing perception as the user is bilaterally implanted; the contralateral device is working properly. No trauma has been reported, no injury to the implant area was observed. The recipient was re-implanted on (B)(6) 2019.